Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unit was received with deep cracks on the reservoir tube and battery tube threads noted during visual inspection.